Event description:
Customer initially reported that their adc freestyle libre reader did not charge with the power cord. Product was returned and investigated. Upon investigation, fire damage to the usb cord was observed. This report is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated with retained test strips. Visual inspection of the reader was performed and a damaged charging port, heat damage and a live exposed pin was observed. The live pin in the charging port showed evidence of shorting in the usb port. The reader was de-cased and inspection of the pcba (printed circuit board was performed, a light mark on the external usb port was observed. No further evidence of fire or smoke was observed. The damage observed to the charging port is consistent with misuse or incorrect cable insertion. Therefore the issue is not confirmed to use. At this time, the customer has yet to return the supplied adc charging cable. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reade were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's also verified that the correct cable and adapter was included in the kit pack. All pertinent information available to abbott diabetes care has been submitted.